Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2021-32081 submitted on 28 sep 2021. This report was erroneously submitted. This is a not a reportable event as there is no malfunction or complaint. All previously submitted information should be corrected to not applicable and null fields.